Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the patient is having worsening urinary symptoms since (B)(6) 2016. The patient was seen within the last week to have the implantable neurostimulator (ins) checked. The rep suspected that a power on reset had occurred since the remaining battery life on the clinician programmer was too long, but there was not a confirmed por by the rep. The rep noted the patient was reprogrammed during the session, but the rep did not know what types of change were made. It was noted that longevity calculation based on 210 us, 14 hz, 3.8 v = 2 years. The patient has already had the ins for over 5 years. There were no longevity concerns at the time of the call. The rep wanted to do a longevity calculation at the requested of the healthcare professional (hcp) because they didn't think the longevity estimate of remaining time was accurate. Additional information from the rep reported the return of symptoms is believed to be as a result of a needed replacement. The hcp has scheduled the replacement for (B)(6). The rep noted a battery longevity test was run, the hcp called the rep as longevity showed over 5 years remaining which seemed odd to the hcp. Hcp gave the device setting to the rep who called trouble shooting and provided them with the setting for a manual calculation of longevity which showed that the patient was well beyond expected longevity period from implant, this information was provided to the hcp who scheduled the patient for battery replacement. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated that the battery was replaced due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.